Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo, proximal left main and circumflex artery the non-abbott guide wire crossed the lesion and pre-dilatation was performed with a non-abbott balloon dilatation catheter(bdc). After intravascular ultrasound (ivus) was performed the 2.75 x 33 mm xience xpedition stent was implanted. The a 2.75 x 15 mm xience xpedition was advanced to the lesion short of the implanted stent, however, it did not cross the lesion and while forcefully pushing the sds the proximal shaft portion outside the anatomy separated. The device was removed without issue and a 2.5 x 15 mm xience xpedition was used to cross the lesion and the stent was implanted in the lesion. Additionally, a 3.5 x 15 mm xience xpedition stent was implanted short of the first implanted stent in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue. Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual and dimensional analysis, inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the reviewed information, no product deficiency was identified.